Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. A visual inspection was performed which showed the tube caught in the pouch seal. The reported condition was verified. The cause of the condition was related to manufacturing. However, the event is likely to be detected prior to use and during inspection which is unlikely to cause or contribute to serious injury if the event were to recur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had an imperfection due to an apparent burn in the hose. The issue was noticed before use. There was no patient involvement. No additional information is available.